Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels since over a month. The customer's blood glucose level was over 500 mg/dl and over 300's mg/dl. The customer reported that they were at the doctor and looking at the stuffs they stated that it was because of the insulin pump. The customer went to change the insulin pump and there was too much insulin after 3 days whereas it should have been empty. The customer declined troubleshooting. The insulin pump will not be returned for analysis.